Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual inspection identified that the inside of the winged female luer lock adapter was dirty. The cause of the reported condition is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a dark color was observed in the interior of the female luer of a clearlink system catheter extension set. There was no patient involvement as this was noticed before patient use. No additional information is available.